Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain and degenerative disc disease/herniated disc pain. It was reported that the device was turning off by itself. The patient stated it happened before and resolved itself, then started happening again today. The patient mentioned it did not happen every day. It was noted that the patient thought they had scheduled therapy. Product services asked if the clock icon was on screen indicating scheduled therapy and the patient said it was not there. The patient also mentioned experiencing back pain. The patient was sent healthcare professional listings. No further complications were reported. Follow-up was conducted.